Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-mar-2024, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 08-mar-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of pain and loss of stimulation, and the right lead was fractured at the anchor site. Lead impedances and battery charging burden were reported, and a device revision was performed with full system replacement due to the lead impedances and battery charging burden. The impedances were greater than 40,000. No troubleshooting was performed. The issue was reported as resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.